Event description:
It was reported that the patient presented in clinic. It was noted that the patient's right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. The ra lead was explanted and replaced. Patient had no consequences.